Event description:
It was reported that during the implant procedure, the implantable pacing lead (ipl) could not be connected to the implantable pulse generator (ipg) well. The set screw of the ipg could not be tightened. The ipl and ipg were removed and replaced to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.